Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6). Additional suspect medical device component involved in the event: product family: scs-ipg-pc; upn: m365sc14160; model: sc-1416; serial: (B)(6).

Event description:
It was reported that patients lead had migrated and was not able to get enough pain relief. The patient underwent a battery and lead replacement procedure. The patient was doing well and the explanted device will not be return.